Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found two brake casters still roll when the brakes are set. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance eon this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced two brake casters to resolve the issue. Based on this information, no further action is required.